Manufacturer narrative:
(B)(4). Date sent 12/30/2024. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dr7d, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a sleeve gastrectomy using echelon 3000 and slr. 1st firing gst60g with slr staple formation good. 2nd firing gst60b with slr staple formation good, 3rd firing gst60b with slr staple formation good. 4th firing gst60b with slr staples appeared to be formed correctly then a 1-2cm did not form as intended and final staples on same reload appeared to form reasonably ok. Same stapler used for two further firings with gst blue reloads and slr, staples appeared to form correctly. Surgeon did oversew the area and did an omentopexy at the site where staples malformed. Staple drivers all appear to be up on both sides of the reload. The surgery was delayed 5 minutes. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 1/29/2025. Photo summary: this is an analysis of eleven photos submitted for evaluation. During the visual analysis, the following was observed: the photos show tissue with a staple line and bleeding was noted along staple line. In addition, what appears to be malformed staples were observed in the tissue. Additionally, it was observed five blue reloads appear to be fully fired. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.